Event description:
It was reported that inaccurate readings were obtained from vamp: p=19 arterial, 5 peripheral; k = 3.1 arterial, 6.3 peripheral; na = 150 arterial, 132 peripheral. Hospital believed that set might have been contaminated. Readings were normal after lines were changed. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.